Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in inappropriate mode switching on the right atrial (ra) lead channel. As a result, the device was reprogrammed to have a lower sensitivity. However, the lead undersensed an atrial flutter due to the new programming settings. A new programming option will be considered. The device remains in use. No adverse patient effects were reported.